Event description:
The following was alleged by the patient's attorney: (B)(6)2013: the patient underwent inguinal hernia repair. A bard/davol 3dmax was implanted in patient during this repair. (B)(6)2016: the patient underwent removal of the failed 3dmax. During the procedure, the surgeon noted ¿the appendix was adherent to the mesh.¿ the 3dmax implanted in patient failed to reasonably perform as intended. The 3dmax caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the 3dmax was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective 3dmax. Addendum per medical records provided by the patient's attorney: (B)(6)2013 the patient was diagnosed with right inguinal hernia and underwent a laparoscopic right inguinal hernia repair with implant of a bard/davol 3dmax mesh. Per the operative report details, "peritoneum incised, preperitoneal space dissected. Allowed placement of a bard 3dmax large right-sided mesh. This was secured along cooper¿s ligament with 4.0 mm staples, totaling 4. Following this, mesh was in perfect positioning, securely affixed to cooper¿s ligament." (B)(6)2014 the patient had an office visit for a second opinion regarding the chronic right lower abdominal/groin pain. Doctor indicated "I agree with the patient that most likely it is a result of the mesh and this should be removed." (B)(6)2015 the patient had an office visit with complaints of abdominal pain, rlq, constant, pain burning, moderate severity; nothing gave relief; onset 2 years. Been to pain clinic for multiple injections, no relief. Impression: chronic right lower abdominal pain radiated into right upper thigh; suggested component of genitofemoral neuralgia or adhesion/foreign body reaction. Mesh panel clearly visible on subsequent CT performed at ami, multiple staples evident. Mesh did not appear to lie as flat as would be optimal. Right lower quadrant pain, possibly appendicitis." (B)(6)2016 the patient was diagnosed with chronic right groin pain and underwent right lower quadrant, previous transabdominal preperitoneal approach for laparoscopic repair of inguinal hernia. Per the operative report details, "¿the appendix was adherent to the mesh. He had numerous staples over the anterior surface of the mesh. I would estimate there were twenty some staples present, particularly medially it appeared that the mesh had contracted somewhat and there were 6 to 7 staples in very close proximity to one another. This raised suspicion that this may have been the point of presumed nerve irritation.¿ carefully scored peritoneum over these staples with an l-hook, able to loosen, removed every single staple without disruption of the mesh and with very little or no disturbance of peritoneal lining. Felt at this time that the mesh was quite secure and any further attempts to manipulate it would produce a great deal of inflammatory change and presumably additional scarring. Felt there was a reasonable chance that removal of staples might alleviate discomfort. Groin otherwise appeared intact without obvious recurrent hernia." Attorney alleges: alleged outcomes attributed to device: adhesions, mesh migration, mesh shrinkage, pain and suffering, pain and insomnia. Alleged appendectomy due to adherence of appendix to mesh. Patient continues to suffer from chronic pain and may require additional surgery in the future. Patient has difficulty sleeping due to the pain.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device, it was noted during the surgery the appendix had adhered to the device. Adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No medical records have been provided and no sample was returned. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. H11: this is an addendum to the initial emdr to document information provided via patient medical records. The medical records provided indicate that the numerous amount of staples used to secure the mesh during the index procedure may have contributed to the patient's postoperative course. The attorney alleges mesh shrinkage, the medical records note, "the mesh had contracted somewhat and there were 6 to 7 staples in very close proximity to one another." The attorney also alleges mesh migration, the medical records provided do not support the allegation of mesh migration. The additional information obtained from the patient's medical records does not change the initial determination, no definitive conclusion can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4, b4, b5, b7, g4, g7, h2, h6, h11. Corrected field: b3, d7 (removed date as the medical records indicate the mesh remains implanted). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard" h3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent inguinal hernia repair. A bard/davol 3dmax was implanted in patient during this repair. (B)(6) 2016: the patient underwent removal of the failed 3dmax. During the procedure, the surgeon noted ¿the appendix was adherent to the mesh.¿ the 3dmax implanted in patient failed to reasonably perform as intended. The 3dmax caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the 3dmax was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective 3dmax.

Manufacturer narrative:
This is an addendum to the initial emdr to provide additional product information including the completion of the manufacturing review. The review of the manufacturing records found that the lot was manufactured to specification with no anomalies. This initial deuteriation remains the same, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard"

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol 3dmax may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device, it was noted during the surgery the appendix had adhered to the device. Adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No medical records have been provided and no sample was returned. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent inguinal hernia repair. A bard/davol 3dmax was implanted in patient during this repair. On (B)(6) 2016: the patient underwent removal of the failed 3dmax. During the procedure, the surgeon noted ¿the appendix was adherent to the mesh.¿ the 3dmax implanted in patient failed to reasonably perform as intended. The 3dmax caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the 3dmax was initially implanted to treat. The patient was caused to suffer severe personal injuries, pain and suffering, and other damages. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective 3dmax.